Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B) (4) 07/06/2009.

Event description:
On (B) (4) 2009, the lay user/patient contacted lifescan (lfs) alleging that when using the ezcarb feature on her one touch ping meter, her most recent blood glucose test result was not appearing in the "actual" field on the blood glucose (bg) correct screen. The pt reported the alleged issue began approx 2 weeks prior to contacting lfs. Per the onetouch ping owner's booklet, if the most recent bg test result on the meter remote was taken more than 15 mins prior to attempting to use this feature, three dashes will appear in the "actual" field on the bg correct screen. The user will then have the option to manually enter a more recent bg test result or to re-test. The pt was unable to confirm if three dashes were appearing in the actual field; however, reported that she had to repeat the process several times before the result would appear. The pt stated, as a result of this issue, there would be a short delay between when her blood glucose was tested and when she was able to deliver a bolus through her insulin pump. The pt also claimed that the alleged issue was the cause of high blood glucose readings in the morning time. For an unspecified amount of time, the pt stated that she has been obtaining morning readings in the "400 mg/dl" range. The pt claimed she developed symptoms of extreme thirst, feeling exhausted, and loss of weight; however, did not recall when the symptoms began. As a result of the higher readings, the pt claimed she treated self with an increase dose of apidra (100 units). Approx 2 weeks prior to contacting lfs, she saw her physician as a result of the higher blood glucose readings. The pt reported that her physician just advised her to continue monitoring her blood glucose. She denied being tested on any other device or receiving medical treatment at the time of the visit. There is no indication that the reported issue caused or contributed to a serious injury. Although the pt developed symptoms suggestive of hyperglycemia, the pt's symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because the alleged issue remained unresolved.